Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint and reproduced the error by running vitamin b12 tests using tt3 cups in vitamin b12 trays. While troubleshooting, fse found the error 4253 occurs when the hybrid arm attempts to attach a tip. Fse reset all alignments to the hybrid arm and tested within specifications. Fse successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. The aia-2000, serial number (B)(4), was installed on (B)(6) 2022. A complaint and service history review for similar complaints was performed from installation date (B)(6) 2022 through aware date (B)(6) 2022. There were two other similar complaints identified during the searched period including this case. Aia-2000 operator's manual on the appendix 4: error messages: (4253) hybrid arm z-axis home overrun cause: the home sensor activated improperly after movement of the hybrid arm z-axis. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event is due to misaligned hybrid arm.

Event description:
A customer reported error message ¿4253 hybrid arm z-axis home overrun¿ on the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for follicle stimulating hormone (fsh). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.